Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a sling procedure on (B)(6) 2015 and mesh was implanted. On control date of (B)(6) 2015, the patient experienced very likely mesh erosion in the right corner at the vaginal wall. The doctor opined that retrospectively assessed the complication may well originate per-operative by the mesh passing through the vaginal mucosa of the right side through the vagina wall. It was also reported that the patient experienced pain, especially during sexual intercourse, and vaginal discharge. The patient underwent the partial mesh removal and rest of the mesh remained in the patient. Additional information has been requested.